Manufacturer narrative:
Exemption e2015054. (B)(4). One complaint was received during this report period. Of these, 1 have investigations which are currently pending. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction event which is associated with an undesired detachment of a device component. Patient information was confirmed for 1 event. One female patient.

Manufacturer narrative:
This follow-up report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program.